Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a healthcare professional, reported that they received treatment using an unknown juvederm and they were needing know how to handle the protocol because they are the one who is having biofilm. Biopsy was not provided. They have been feeling constant inflammation. Symptom status is unknown.